Manufacturer narrative:
Servo-I was reported to generate a technical alarm regarding the safety valve. The ventilator was investigated on site by our field service engineer. The safety valve pull magnet was replaced. After replacement the ventilator was tested with no issues found. The safety valve pull magnet controls the opening and closing of the safety valve. The safety valve opening pressure is calibrated during each pre-use check. No goods or device logs were returned, therefore the root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref #: (B)(4).